Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the r2p destination slender guiding sheath was inserted in the artery with the dilator inserted, the guiding sheath was kinked due to a load applied. The guiding sheath was not used and replaced with another guiding sheath to continue the procedure. The procedure was successfully completed. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. There was no health damage for the patient. There were no other devices or equipment used with the reported product.